Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation, as the medical affairs specialist was unable to reach the pt by telephone. The pt reported the meter issue began on the same day. The pt reportedly experienced frequent urination after the reported issue had begun. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. It would have been helpful to know the pt's medication regimen, the time the meter issue began, the time the symptoms began, and the pt's testing frequency. The meter was replaced. This complaint is reported, as the meter issue was not resolved and the pt allegedly had frequent urination, a symptom that can be associated with hyperglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned; lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.